Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the clinical mode disabled due to reboot limit exceeded. There was no reported patient involvement.

Manufacturer narrative:
Submit a supplemental report for failure code and failure monitoring code were changed from "no parts replaced" to "software issues". No further investigation or action is warranted. (B)(4), 2018).